Manufacturer narrative:
No alarms noted in the history or trace files that cause open books. Unable to verify manufacturing mode due to critical pump errors. Unit was received with critical pump error (open book image) alarms, problem isolated to printed circuit board (unable to write to main internal flash). Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to verify pump error (power error detected) alarms and power loss alarms due to critical pump error (open book image) alarms. Unit was received with severely faded serial number label. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and power loss. The customer's blood glucose was unknown at the time of incident. The customer was advised how to clear the alarm. The customer was advised to monitor and call back if power error recur. The insulin pump was returned for analysis.